Event description:
The hospital reported the machine failed the preoperative checkout. A replacement flow sensor module was installed, however, inspiratory and expiratory flows could not be read. The flow sensor module was inspected and noted that the diaphragms were stuck to the flow sensor housing. There was no report of patient involvement.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury. Reference MDR (B)(4). A ge healthcare service representative performed a checkout of the equipment and noted that the flow sensor diaphragms were stuck to the top of the flow sensor housing. Manual mode of ventilation is available to maintain ventilation of the patient. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. The maintenance schedule in the user reference manual states: "replace the disposable flow sensor (plastic). Under typical use, the sensor meets specifications for a minimum of 3 months." In engineering evaluation, the stuck diaphragm has been able to be reproduced by: (1) a hard impact, such as dropping the flow sensor, or by (2) sticking an object into the flow sensor, causing the diaphragm to stick open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.